Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience further cgm error after reset, and successfully started new sensor session; no additional information was received regarding the outcome of the event.